Manufacturer narrative:
The device was returned for analysis. The reported foot detachment was confirmed. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of vascular injury (tissue damage) is listed in the proglide instructions for use (IFU) as a potential adverse event. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent information was received: the device was returned with biological matter. Per follow up with the account, there may have been vessel damage which would have been treated surgical suturing. In addition, the sheath of the device was cut during surgical procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, the device could not be retrieved. The device was attempted to be removed again and again but it didn't work. A cut down was done to remove the device and it was noticed that the anterior foot separated. Nothing was done to confirm whether the missing anterior foot remained in the patient. Hemostasis was achieved with surgical treatment. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.